Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that the trial worked, but the implant did not work. The patient said that this issue occurred 'probably at least 10 years ago'. The patient was talking about a previous device and did not have the device implanted any longer. There were no patient complications reported as a result of this event. [See (B)(4) for file regarding patient's current micro device.]